Event description:
It was reported that there was a loading issue when inserting the intraocular lens (iol) into the eye. It was stated that the patient underwent an implantation of an iol which was implanted and removed in the same procedure. The incision had to be enlarged during removal of the lens. An anterior chamber lens was implanted and was stated to have been sutured into place. It was reported that the complications were not attributed to the quality of the product and thought that it may have been attributed to a weak patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection of the product revealed a broken haptic with evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.